Manufacturer narrative:
A general reagent problem was not present because the qc before the event was within the specified range and isolated non-reproducible results do not represent a general malfunction of the assay. The investigation did not identify a product problem based on the information provided. The cause of the event could not be determined.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result from patient sample tested on the cobas e 411 analyzer (disk system). On (B)(6) 2025, the initial result was >3000 pg/ml with a data flag. On (B)(6) 2025, the repeat result was 19.48 pg/ml. On (b))(6) 2025, the repeat result was 24.90 pg/ml. The patient questioned the initial result, prompting the rerun.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) has a serial number of (B)(6). The investigation included a review of the calibration, qc data, and alarm trace: the calibration results were within the specified ranges. The provided qc level 1 results were within the specified ranges. The investigation is ongoing.